Event description:
It was reported that a pt experienced retention and hospitalization after the initial treatment in 2006 with a urethral bulking implant. Against dr's instructions to keep the pt until she voided, the pt was sent home too soon. Five hours following the procedure, the pt returned to the dr's office for straight catheterization. The pt was hospitalized for 3 days due to pt's urethra being "firey red" and retention. The pt was so miserable and was in too much pain for straight catehterization that a foley was placed by the physician. The dr removed the foley catheter 6 days later. The pt's bladder was filled and she was able to void. No further complications have been reported. Injection details are as follows: periurethral approach, treatment volume - small amount of implant material was extravasted and was removed on the left side, on right they put 1ml, rate of injection was over 1 minutes needle held at injection site for 1 1/2 min., position of injection site was 3 and 9 o'clock, needle was imbedded to shoulder, coaptation was noted. Physician felt pt was a good candidate for the implant, urethral tissue, mucosal lining and tissue elasticity was healthy. Current status of pt-continent.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would have cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with grasphers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection tecniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. The investigation concluded that the most probable cause of the reported event is that the dr failed to follow labeling instructions that contain a warning that implant has shown in clinical study to have increased complications when inject periurethrally, most notably urge incontinence.